Manufacturer narrative:
A mentor clinician has reviewed this event and determined that (B)(4) does not apply to this event. Pain is a symptom of the inflammation in the patient¿s left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered a crease on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. There is no evidence that the issue is related with manufacturing. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 275cc saline breast prosthesis, catalog #3501640, lot #5614655. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 275cc saline breast prostheses when the right prosthesis deflated after implantation. In addition, the patient experienced pain, rashes, and swelling in her left breast. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the left breast prosthesis.